Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that when starting IV¿s yesterday ((B)(6) 2026) they encountered a failing safety device with both a 20g and 22g catheter from the lots referenced above. Additionally, as they didn¿t have other lot numbers in their inventory to pull from this morning ((B)(6) 2026), they encountered two of the 20g catheters (same lot # as above) in which the blood backflow preventer failed to work. In yesterday¿s safety device failure incidents, according to the endo team, one of their clinicians did suffer a needle stick with the 20g catheter. It appears we have 3 boxes (approx. 150 each total) of the 20g catheter, all the same lot #, and 3 boxes (approx. 150 each total) of the 22g catheter, again, all the same lot #, that we are pulling off the floor to prevent further usage. Verbatim: cathena 22ga and 20ga did not safety appropriately. One of the incidents caused an nsi hoping you can help us navigate this product issue, reporting, return, credit, etc. According to our xxxxteam, when starting IV¿s yesterday ((B)(6) apr2026) they encountered a failing safety device with both a 20g and 22g catheter from the lots referenced above. Additionally, as they didn¿t have other lot numbers in their inventory to pull from this morning ((B)(6) 2026), they encountered two of the 20g catheters (same lot # as above) in which the blood backflow preventer failed to work. In yesterday¿s safety device failure incidents, according to the endo team, one of their clinicians did suffer a needle stick with the 20g catheter. It appears we have 3 boxes (approx. 150 each total) of the 20g catheter, all the same lot #, and 3 boxes (approx. 150 each total) of the 22g catheter, again, all the same lot #, that we are pulling off the floor to prevent further usage. We need to have this matter reported accordingly especially in light of the injury to staff. Can you advise if this is a known issue or something isolated to this reporting? Please advise next steps."